Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 1.8, a dn 9.2 mmol/l. Tests were done with 20 mins with a difference of 6.6 mmol/l. Pt did not experience any adverse events. No further info has been reported.